Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis p120 watt console with laser settings of .3 joules and 70 hertz. According to the complainant, during the procedure and inside the patient, it was noted that the laser fiber was broken upon removal from the patient. Reportedly, no fiber fragments fell inside the patient. The physician used a basket to complete the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.